Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, serial# unknown. Implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient experiences a lot of issues with tape and she experienced a lot of bleeding the day before the report because the healthcare professional (hcp) had to use a glue rather than a tape in order to prevent her from getting blood blisters from the tape. On june 24, 2018, additional information was received that the patient thought the wires had pulled out or moved as the wire was just hanging there. The patient was advised to contact the healthcare professional (hcp). The patient also mentioned having an allergy to tape, so the device was not tapped due to her forming blood blisters. The patient believes the wire may have moved or became dislodged because her symptoms were returning and she was also in a lot of pain. The stimulation was increased and she was much comfortable. It was noted that the patient has left a message for her hcp. On (B)(6) 2018, it was further reported that there was a thick scab where the leads were that causes her pain when she bends over. The patient will be seeing her hcp on (B)(6) 2018. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. If information is provided in the future, a supplemental report will be issued.